Event description:
The complainant reported that the impella 5.5 was inserted in the right axillary without difficulty but the 5.5 was angled towards the sub-valvular apparatus and was unable to be repositioned. After rotating and trying to transmit the torque, it was pulled back into the aorta and was unable to be re-advanced. A new impella 5.5 was therefore used, advanced, and placed successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation for the positioning issue has been completed. According to the clinical, the pump was placed in the right axillary without difficulty. The pump was then angled towards the mitral valve and was unable to be repositioned. After rotating and trying to transmit the torque it was pulled back into the aorta and was unable to be re-advanced. The team didn¿t feel comfortable re-advancing the same device and decided to place a new 5.5. The new 5.5 was advanced and placed without issue. No product was returned for an investigation. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issue was cath anchor use related. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist for use during cardiogenic shock from the following section: section: warnings & cautions: cautions: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ added- d6a/d6b.